Event description:
It was found during review of programming history that the patient had high impedance. No further information has been received.

Event description:
Based on the available programming history no device failure occurred, as this high impedance was caused by a battery at neos.